Event description:
It was reported that during a remote device data review, the physician noted loss of capture from this left ventricular (lv) lead. The patient was seen in-clinic where diagnostic imaging confirmed lv lead dislodgement. It was stated the lead most likely dislodged during the patient's recent house move. A lv lead repositioning procedure is anticipated to resolve the event, but this has not yet occurred. At this time, the lv lead remains implanted and no adverse patient effects were reported.